Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. During visual inspection it was discovered that the pogo pin were depressed, burnt, and melted. The unit is un-repairable and was scrapped. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the sprint pack power manager was damaged. While in service, it was discovered that components in the unit were burnt. This reportable issue was discovered while in service, therefore there was no patient involvement.